Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and verified the reported issue. The se replaced the graphic user interface (gui) assembly and updated the software, to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator display malfunctioned. The patient was transferred to an alternate device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.